Event description:
It was reported that balloon rupture occured. The 50% stenosed target lesion was located in a moderately tortuous vessel in the forearm. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.